Event description:
It was reported that customer experienced high blood glucose level over 400 mg/dl, had ketones present, and went to emergency room, where stay lasted several days and no injury or permanent damage was identified. There was no adverse impact to the customer¿s blood glucose level. Customer received intravenous saline and insulin, which resolved issue, and system check was completed with supplies confirmed as used correctly, so no further assistance was required, while customer release date from hospital was still pending at time of report.